Event description:
Device 2 of 3. Reference MFR report #1627487-2014-12603. Reference MFR report #1627487-2014-12608. It was reported the pt underwent a lead explant surgery. During the procedure the physician also explanted and replaced the ipg. However, the reason the devices were explanted is unk. Therefore, all devices being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.